Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. The patient was sleeping in the afternoon at the time the event occurred, since the patient works the night shift. It was also stated that the patient is a heavy sleeper and because of this did not hear any alarms. The parent reported that the day prior to the event the patients¿ blood glucose levels had been quite steady, with the highest registered cgm reading being 11.0 mmol/l and the lowest around 2.5 mmol/l. The patient had carbs, counted his meals correctly and was eating pre-packaged food containing carbs. The night of the event the cgm produced consistent readings until 4:30am when the cgm reading was 16.0 mmol/l and from then there was a break until the next reading at 5:45 am. The parent stated that the cgm readings were increasing between 5:45am and 7:00am at which ¿the blood glucose was on a downwards trend¿. No blood glucose readings were taken at this moment. No specific cgm readings were reported from this time. The dexcom cgm then had a signal loss until the next cgm reading at 08:34am, at which the cgm reading was high. After this single reading there was another signal loss until 11:11am. Around 09:25am the father noticed the high cgm reading from 08:34am on the follower app and gave the patient a call to check in on him. At this moment the patient was sleepy but answered, it is unsure what was discussed regarding the high reading at this point. The next available cgm readings were as following: at 11:16am, the cgm reading was high, at 11:44am, the cgm reading was 22.2 mmol/l, at 11:57am, the cgm reading was high, and at 12:03am, cgm reading was high. At 12:26 the patient had a cgm unavailable alert on his pump and there were no further readings from the cgm device. The father called the patient at 12:34pm and at 01:03pm but was not able to reach the patient. The father of the patient called his mom, who went to the house, to check on the patient. When the grandmother from the patient opened the bedroom, the patient was under his quilt, was ¿trashing¿ about not recognizing his grandmother, was not responding to her (no loss of consciousness was reported) and was hallucinating. The grandmother was able to get a glucose shots (oral lift drink of 60ml, containing 15g of dextrose) into the patients mouth and called for an ambulance. When the paramedics arrived at 1:45pm, the blood glucose reading was too low, to obtain a reading from the blood glucose meter. The paramedics administered another glucose shot, similar to the one the grandmother gave, and 10 minutes after this the blood glucose reading was 2.1 mmol/l. The paramedics stayed with the patient until the blood glucose reading was 6.0 mmol/l and left after. No cgm reading was reported from any time during the paramedics took the fingersticks, as the patient¿s sensor was showing readings during this time. During the event the patient only felt weak but did not lose consciousness. The patient was not taken to the hospital and at the time of the report he was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.